Event description:
Pt thinks she accidentally silenced the alarms on her insulin infusion pump when programming for a new cartridge. Later, she put the pump into the 'stop' mode prior to taking a shower. When she reconnected the pump she believes she did not return the pump to the 'run'mode. She slept that night & awoke feeling nauseated. She realized the pump was in the 'stop' mode. Her blood glucose level was >400 mg/dl & her urine positive for ketones. Soon vomiting started & she was taken & admitted to the hospital.